Event description:
The right ventricular (rv) lead was partially explanted and capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead showed noise on the egm (electrogram) which was inhibiting the pacing. The lead was capped and an old rv lead that was implanted years prior was reactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) - implanted: (B)(6) 2009; 559253 implantable pacing lead - implanted: (B)(6) 2001; 419488 implantable pacing lead - implanted: (B)(6) 2006; 31002701 tissue valve - implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. There were no anomalies observed regarding the returned partial lead in segments. All electrical testing was within specified parameters. The full lead was not returned. The lead segments returned were a proximal portion measuring 1.5 cm and a medial portion measuring 1.5 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.